Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was occasional atrial undersensing during stored and current atrial arrhythmia electrograms resulting in mode switching. It was further reported the p waves were chronically low. The lead remains in use. No patient complications have been reported as a result of this event.